Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a decrease in right ventricular (rv) lead pacing impedance, with measurements of 375 ohms that are within normal range. It was also noted an increase in pacing thresholds. Technical services (ts) was consulted and noted the lead has been implanted since 2010. Ts advised on programming options to activate alerts and recommended monitoring. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).